Event description:
Customer reported receiving a sensor glucose reading of 75 mg/dl while her blood glucose reading was over 200 mg/dl. Blood glucose value at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge